Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the carotid artery. After a 7f non-bsc introducer sheath was inserted, an ez filter wire was advanced. A 4.0mmx20mmx135cm sterling¿ balloon catheter was then advanced to dilate the lesion. During inflation at 3-4 atmospheres of pressure, the balloon ruptured after 3 seconds. The device was completely removed. It was noted that the patient felt slightly dizzy and when the patient's condition improved, a 4x2mm sterling¿ balloon catheter was use to complete the procedure. No further patient complications were reported and the patient¿s status was normal.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The balloon was tightly folded with contrast in the balloon and lumen. The balloon, markerbands, proximal bond and tip were microscopically examined. There was tip damage. Functional testing using an inflation device filled with water to inflate the balloon to the rated burst pressure resulted in slow inflation and water coming out from the tip. Further analysis revealed a perforation in the wire lumen by the distal markerband that contributed to the slow inflation and resemblance of a balloon burst. There was no damage to the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. Because there was no evidence of any product quality deficiencies, it was considered likely that the tip damage and wire lumen perforation were attributable to procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the carotid artery. After a 7f non-bsc introducer sheath was inserted, an ez filter wire was advanced. A 4.0mmx20mmx135cm sterling¿ balloon catheter was then advanced to dilate the lesion. During inflation at 3-4 atmospheres of pressure, the balloon ruptured after 3 seconds. The device was completely removed. It was noted that the patient felt slightly dizzy and when the patient's condition improved, a 4x2mm sterling¿ balloon catheter was use to complete the procedure. No further patient complications were reported and the patient¿s status was normal.